Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant impinging on a nerve possibly caused by post-operative physical activity. Part number, lot number, manufacturing date, expiration date, UDI number: 1st (superior): ifuse implant, p/n 7040-90, lot# 493342, manufactured 06/20/15, expires 2020-06, UDI (B)(4); 2nd (second): ifuse implant, p/n 7035-90, lot# i0374, manufactured 01/29/13, expires 2018-01, UDI (B)(4); 3rd (inferior): ifuse implant, p/n 7030-90, lot# i0373, manufactured 01/22/13, expires 2018-01, UDI (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2015 where three implants were placed. Two weeks after the procedure, the patient bent over to pick up an object and experienced new leg and foot pain. The surgeon determined that an implant may have been impinging on a nerve. In (B)(6) 2016, the surgeon performed a revision surgery where he backed out the second implant a few millimeters and removed the most distal implant. The patient's pain symptoms resolved following the procedure.